Event description:
Additional information was received indicating the second syncopal episode was not cardiac related. The device was interrogated and no anomalies were noted and there were no episodes related to the second syncopal episode. Following the first syncopal event, the right ventricular (rv) sensitivity was reprogrammed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was admitted to the emergency room due to a syncopal episode. A stored ventricular tachycardia (vt) episode was noted upon interrogation. It was noted that three r-waves were not sensed by the device, likely due to small amplitude measurements. Boston scientific technical services (ts) discussed the arrhythmia may have been induced by pacing on the t-wave. Additional information was received indicating the patient later experienced another syncopal episode. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.